Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) that discovered the issue replaced the batteries to resolve the issue. The fse then performed functional and safety checks to meet factory specifications, and the iabp was then released back to the customer for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing a preventative maintenance (pm) on cs300 intra-aortic balloon pump (iabp),the battery failed the runtime test. There was no patient involvement and no adverse event was reported.